Event description:
It was reported that this right ventricular (rv) lead exhibited high thresholds which resulted in loss of capture with a pause in pacing for 5 seconds however, the patient did not have any symptoms. It was noted that the patient is in the intensive care unit (ICU) due to being quite sick and is on a dopamine drip. Boston scientific technical services discussed programming options and believes the loss of capture could be due to ischemia or an electrolyte imbalance. This rv lead remains in service. No adverse patient effects were reported.